Event description:
During right total hip it was noticed that a screw from the mako reamer handle had a screw missing. Xray taken to confirm screws not in surgical sight. Screws were found outside of operative site. This has happened 2 times. Reference report#: mw5169545.